Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The customer was running a patient sample when the leak was identified. The instrument generated an error condition of "vote out" (non-numeric results) for the differential parameters when the leak occurred. The volume of the leak was about 2 cups and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the customer had already repaired the leak before he arrived on site. The tubing through pinch valve pv43 had become disconnected from fitting ff222 and caused the leak. The customer was able to reattach the tubing to repair the leak. The instrument continued to generated the error condition of vote-outs (non-numeric results) for the differential parameters. The fse found that the leak had damaged the solenoid manifold mf15. The fse replaced the solenoid manifold and the instrument gave proper differential results. The repairs were verified per established procedures. (B)(4).